Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: customer reports that he performed a sample and that phoenix identified it as citrobactec. She had used chromogenic medium with an indicator for e.coli. Sample was repeated and released the e.coli result.

Manufacturer narrative:
E.1 initial reporter phone # :(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: customer reports that he performed a sample and that phoenix identified it as citrobactec. She had used chromogenic medium with an indicator for e.coli. Sample was repeated and released the e.coli result.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b6. Relevant tests/laboratory data: manual tests, biochemical tests. H.5. Labeled for single use: no. H6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported that a sample was set up from chromogenic medium and was reported as citrobacter. The test was repeated and was identified correctly as e. Coli. There were no instrument errors reported. The root cause of this failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation, and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results did breach an alert level trend in the month of august 2023. An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.